Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified proximal left circumflex artery. The 2.0x15mm apex balloon catheter was advanced for pre-dilation. During an unknown inflation attempt, the balloon ruptured under rated burst pressure. The device was removed intact and the procedure was completed with another of the same device. There were no patient complications reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: visual examination of the returned device found that the hypotube was severely kinked at various locations. Microscopic examination of the balloon material could not identify any tears. There was a large build up of solidified contrast media inside the inflation lumen. The device was attached to an inflation unit, but several attempts to inflate the balloon failed. The device was immersed in hot water in an attempt to dissolve the solidified contrast media; however, all additional attempts to inflate the balloon failed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.bsc ID: a00281452 / tw ID: 2045178

Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified proximal left circumflex artery. The 2.0x15mm apex balloon catheter was advanced for pre-dilation. During an unknown inflation attempt, the balloon ruptured under rated burst pressure. The device was removed intact and the procedure was completed with another of the same device. There were no patient complications reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).